Event description:
It was reported the device was learning EKG abnormal. Patient involvement is unknown. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device on site and confirmed to be fully functional. The reported issue was determined to not be a malfunction, but normal device behavior that was misunderstood during a training session. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was attributed to a user misunderstanding. The reported problem was not confirmed. The reported abnormality was attributed to a user misunderstanding. The device was confirmed to be fully functional. The investigation concludes that no further action is required at this time.

Event description:
It was reported the device was learning EKG abnormal. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.